Event description:
It was reported that during an implant attempt, a complete left pneumothorax occurred. A "drain fitting" was performed followed by an x-ray to confirm the drain fitting. The device is still in use and the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.